Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: elongated laceration. Time of the symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. The physician was unable to return the lever to its original position to park the foot. Force was used to close the lever. A cuff miss occurred. During device removal, the pt experienced an elongated laceration at the access site that was repaired surgically. No add'l info available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt and device info. The customer reported, the device was discarded. The lot number was not identified; therefore a device history record review could not be performed.